Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 09/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Female, 58 years old. Did the patient experience any symptoms following the index surgical procedure? Onset date? Poor healing with suture breakage after 6 days of procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? The patient visited the hospital due to foot trauma and skin eversion, and visited the operating room for sewing procedure. On what tissue was the suture used? Skin

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/20/2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? Did the patient experience any symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any precipitating stress factors for the suture breakage? Where was the suture breakage noted? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and/or lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) - device not returned.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2021 and suture was used. On (B)(6) 2021, the patient was able to get out of bed and use the bathroom twice. On (B)(6) 2021, when the doctor changed the patient's dressing, it was found that the suture broke. Re-suturing was performed. Additional information has been requested.